Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the reporter's daughter in law, who was a nurse, spoke to a person with a pain pump who had to have it moved twice. The reporter had no further information regarding this event.